Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. Further, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure could not conclusively be established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 5.0¿ from the pump header. The distal portion of the pump cable and the modular cable was not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. Mlp-045384 was cleaned, rebuilt, and functionally tested on a mock circuitry loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant. Both the left ventricular assist device (lvad) and the patient's extracorporeal right ventricular assist device (rvad) were removed. The patient did not experience any symptoms, and the patient was not upgraded on the transplant list.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.